Manufacturer narrative:
On 12/6/2018, mentor became aware that patient code (B)(4) in the initial report dated 11/20/2018 was incorrect- anisomastia fits best because the rippling was secondary (due to the deflation) and was not reported as a long standing problem the patient had when the device was inflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient was scheduled to undergo explantation on (B)(6) 2020. On (B)(6) 2020, mentor received additional information that the explantation happened on (B)(6) 2020. On (B)(6) 2020, mentor received additional information about the event: the patient had developed baker grade ii capsular contracture in her right breast. The patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 650cc saline breast prostheses on (B)(6) 2020. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-jan-2021, the mentor failure analysis lab received two devices for evaluation. On 20-jan-2021, the mentor product analysis lab analyzed both received devices and discovered that both are deflated. It could not be determined which one is the patient¿s right breast prosthesis. As a result, a separate medwatch was submitted for the deflated contralateral device on 12-feb-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the saline breast implant. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease, measuring approximately 3.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/30/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate plus profile 550cc saline prosthesis, catalog: 3502550, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision with mentor smooth round moderate plus profile 550cc saline prostheses experienced deflation on the right breast prosthesis along with rippling post procedure. At the time of this report, mentor has received no information regarding explantation or expected explantation date.